Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10, h11. Corrected fields: h6(device codes).

Event description:
It was reported that the upper screen on the cardiosave intra-aortic balloon pump (iabp) had suddenly gone blank. Even though customer was able to use the bottom touch screen, customer had to print strips to verify therapy was being delivered. In addition, customer informed that they were in the process of locating another pump to transfer the patient¿s therapy. It was noted that there was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the reported issue and replaced the lcd display. The unit passed all calibration, functional, and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the upper screen on the cardiosave intra-aortic balloon pump (iabp) had suddenly gone blank. Even though customer was able to use the bottom touch screen, customer had to print strips to verify therapy was being delivered. In addition, customer informed that they were in the process of locating another pump to transfer the patient¿s therapy. It was noted that there was no harm or injury to the patient and no adverse event was reported.